Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml intravia container leaked on the side of the dosing port "where the port tubing from the bag meets the port insert". This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, four (4) photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was a leak between the injection site and the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.